Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop could not be confirmed through the submitted log files. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files captured the pump functioning as intended on the reported event date with no notable events. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called emergency, was having shortness of breath, had a syncopal episode, and stated that their pump turned off on charged batteries with the green light off. The patient stated that the pump turned back on. The system controller was interrogated, and multiple low voltage alarms were seen. The patient was admitted to the hospital and was stable. Log files were sent for review. The log files captured no unusual events. There were no pump stops in the log files. The low power events were due to normal battery depletion. The mechanical circulatory system operated as intended. It was later communicated that there was no confirmation that the pump was off besides reports from patient and roommate (not vad trained). The patient was discharged home safely.